Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator was not working as intended. The patient underwent an ipg replacement and was doing well post operatively. The explanted device will not be returned as it was retained.